Event description:
It was reported that the right ventricular (rv) lead of this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance (sli) value of 125 ohms on the coil to can vector. Technical services (ts) recommended further monitoring and reprogramming of the device. No adverse patient effects were reported. Currently, this ICD remains in service.